Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: during a tavr procedure, physician used two14fr manta devices that the bypass tube met with severe resistance. The third device worked. These were all on the same patient. Update on 05-jan-2022: physician reported the case required cutdown due to femoral occlusion from anchor malposition. Associated: MDR 3010252479-2022-00023 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. No complications were endured advancing or withdrawing the procedural sheaths. While preparing to deploy, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the hemostatic valve. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.